Event description:
The complaint is reported as: "room 20, uneventful intubation, 8.0 reinforced tube, but the cuff balloon would not seal to the trachea. Replaced with 7.0 tube and then inspected the 8.0. It had a constriction in the tubing between the pilot balloon and the cuff. 3 cc made the pilot balloon tightly pressurized, but the cuff filled only very slowly, on the order of minutes rather than seconds." The condition of the patient has been requested but is unknown at this time.

Manufacturer narrative:
(B)(4). Additional information received from the sales rep indicates that they were unable to obtain the current condition of the patient; however, it was reported that the user facility was ultimately able to inflate the balloon and complete the procedure. The customer returned one unit 5-12516 et tube, cuffed oral, spiral-flex 8.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with a bite block. The pilot balloon and the balloon cuff were partially inflated. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 5 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. The sample was sent to the manufacturing site and it was confirmed that no blockages were present in the inflation line. No functional issues were found with the returned sample. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "tubing between pilot and cuff blocked" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. The sample was sent to the manufacturing site and it was confirmed that no blockages were present in the inflation line. No functional issues were found with the returned sample. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "(B)(6), uneventful intubation, 8.0 reinforced tube, but the cuff balloon would not seal to the trachea. Replaced with 7.0 tube and then inspected the 8.0. It had a constriction in the tubing between the pilot balloon and the cuff. 3 cc made the pilot balloon tightly pressurized, but the cuff filled only very slowly, on the order of minutes rather than seconds." The condition of the patient has been requested but is unknown at this time.